Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wound over the implantable pulse generator (ipg) would not heal and the patient was going to be allergy tested. The ipg remains in use. No further patient complications have been reported as a result of this event.